Event description:
It was reported that following a gastrointestinal surgery, the patient started to complain of "pain and jolts". The physician felt the patient was having diaphragmatic stimulation. The patient stated that the gastrointestinal surgeon told the patient that they may have jarred the pacing lead during the surgery. The right ventricular lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and tissue on helix.